Event description:
The report indicated that 40 min. Into the surgical case, the perfusionist heard a "buzzing" noise from the device. The device began to lose flow even though the rpn's were constant. The device was changed out with no pt compromise. Following co's complaint analysis, the reported event could not be confirmed.